Event description:
It was reported this catheter was successfully placed in the bile duct. Approx 2 weeks post placement, it was noted this drainage catheter had fractured and remained in the pt. The detached catheter segment was successfully retrieved endoscopically. Another catheter was placed for continuation of treatment and no pt complications resulted from this event. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.